Manufacturer narrative:
This report is filed april 14, 2016.

Event description:
Per the clinic, the patient experienced skin breakdown at the incision site due to migration of the receiver stimulator. Subsequently on (B)(6) 2016, the device was explanted.

Manufacturer narrative:
This report is filed july 06, 2016.